Event description:
It was reported during an unknown procedure the surgeon attempted to arm two consecutive trocars and they would not arm. There is no add'l info known. There was no consequence to the pt.